Event description:
It was reported that during placement of the vascular graft, the graft allegedly tore upon removal of the spiral beading. The torn material of the vascular graft was removed to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. A potential manufacturing changes could have contributed to the identified issue. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: a segment of graft was returned for evaluation. The beading was completely removed from the returned segment. Multiple circumferential tears were noted along the beading imprints and one longitudinal tear was noted. Therefore, the investigation is confirmed for torn material. The definitive root cause for the identified tear along the bead track is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during placement of the vascular graft, the graft allegedly tore upon removal of the spiral beading. The torn material of the vascular graft was removed to complete the procedure. There was no reported patient injury.